Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician had a difficult time implanting the left ventricular lead. The lead had high impedance and was not implanted. The left ventricular port was then plugged. No patient complications have been reported as a result of this event.